Event description:
It was reported that, there was an alleged employee injury that took place with one of the facility's beds; the incident occurred because the bed was not plugged in. No additional info is known.

Manufacturer narrative:
Investigation underway; follow-up report will be issued as necessary based upon investigation results.